Event description:
The customer's biomedical technician reported to the service depot on 09 september 2009 of an inoperable channel select key on channel a on the colleague infusion pump that occurred on an unknown date. The device was properly loaded. There were no alarms or failure codes that occurred. According to the customer, there is not an adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B) (4). There is a CAPA investigation associated with this report. (B) (4) the pump was received and evaluated by baxter. The channel a keypad was replaced.

Event description:
Physician deployed a catalyst iii, model 600-580cp without incident. Hemostasis was achieved, but when the device was clipped into place, blood started to drip from the end of the handle. The staff applied gauze to the device, and the bleeding stopped. The pt, who was on a reapro drip, was then transported to the second floor ICU. The device was left to dwell within the pt during the transport. It was reported by the hospital staff that the pt was moving around during the device dwell time. Before the device was de-deployed and removed, the pt started bleeding at the groin area, had very low blood pressure, and briefly lost consciousness. The device was removed, and the hospital staff reverted to manual compression. The pt's pressure came up and there were no further complications reported. The physician stated that he believed this was a pt issue and not a device failure.

Manufacturer narrative:
(B) (4)the user interface module master software (B) (4), categorized as unremediated.